Manufacturer narrative:
MFR received date: 20 jun 2019. Date of report received: 27 jun 2019. The manufacturer's field service engineer (fse) confirmed that the touch screen cannot be calibrated and is not accurate. The manufacturer's fse replaced the touchscreen. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Parts were not returned for investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 29 aug 2019. Date of report received: 30 aug 2019. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements will be performed on the returned touch screen assembly. Per mtr-00009, the touchscreen measured resistance are out of specification. No further fi is required. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.